Event description:
It was reported that four days post implant a lead integrity alert (lia) was triggered due to non -sustained episodes and an increased sensing integrity count (sic). The lead also had t-wave oversensing and low r-waves. Changes were noted in the daily measurements: low impedance, increasing threshold, and decrease in the r-waves. Lead microdislodgement is suspected and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert had been triggered, and rv (right ventricular) oversensing was detected. The analyst noted that beginning (B)(6) 2014, the ventricular sensing integrity counts were 247; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. The rv lead integrity warning occured on "(B)(6) 2017" for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained episodes. The r-wave amplitude at implant was 8 mv, whereas the last measured amplitude decreased to 2.5 mv. T-wave oversensing (twos) was noted during the high rate non-sustained episodes; likely due to low amplitude r-waves.